Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, confirmed foreign material, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the adhesive on the bending section cover had a chip; the adhesive around the light guide lens was peeled; and the adhesive on the bending section cover had a scratch. Switch 1 had wear; the switch box had a scratch; the universal cord had a scratch. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The paint on the air/water cylinder was peeled. The plastic distal end cover had a scratch; the plastic distal end cover had discoloration. The connecting tube had a scratch and a wrinkle. The protector of the universal cord on the control section scope connector side had a scratch. The control unit had a scratch. The control unit had discoloration. The electrical connector had discoloration due to water leakage. The indication on the scope connector is peeled. The scope connector had discoloration. The scope cylinder had a scratch. Due to a pinhole on the channel tube, water tightness was lost. The scope cover had a scratch. The scope connector had a scratch. Grip had a scratch. The forceps elevator lever had a scratch. The forceps elevator knob had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. According to the customer, it was not known what the foreign material was. There was no delay in the start of pre-cleaning; the air/water nozzle was flushed with water and air; there were no abnormalities in the accessories used for reprocessing; and the air/water nozzle was flushed with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope nozzle had foreign objects. There were no reports of patient involvement.